Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used ellik evacuator. Visual inspection of the sample noted the yellow latex tube was disconnected from the evacuator. This is out of specification per inspection procedure (B)(4), revision 13, which states, "the union between the recipient and the tube adapter, it must be free and clear of bubbles and openings that could weaken the sealed; manually pull the recipient and tube adapter to assure that the united parts do not separate easily." A potential root cause could be components out of specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection piece of the ellik evacuator was loose and when trying to connect it for flushing, the piece fell off and that the ellik was used in the transurethral resection process. It was also stated that they opened the entire package and all the articles had the same defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connection piece of the ellik evacuator was loose and when trying to connect it for flushing, the piece fell off and that the ellik was used in the transurethral resection process. It was also stated that they opened the entire package and all the articles had the same defect.